Manufacturer narrative:
The footrest was returned for failure analysis and the reported issue was confirmed. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection, both foot sensors are contaminated with dust. The two rear wheels have yellow discoloration. The footrest was installed into the pca test system. Both blue energy pedals are not engaging. As a result of these findings, failure analysis was able to conclude that energy pedals were found to be the root cause of the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy pedal footrest. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report pedal was not working on one of our surgeon consoles. Site was using vse and it was intermittently not cutting with the yellow pedal on ssc and they replaced the instrument and move instrument cord to erbe and issue persisted. Surgeon moved to other console (dual console system) and issue did not persist on erbe or e-100. The procedure was completed with no reported injury.